Manufacturer narrative:
(B)(4). If implanted; give date: (B)(6) 2016 based on doctor stating one week post op that event occurred. (B)(4) explant of intraocular lens. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported following implant of the intraocular lens, (iol) that the patient could not see and the doctor could not refract him to anything better than 20/70. One week post op, the doctor thought the iol may be decentered and brought the patient back, (B)(6) 2016. The patient still saw 20/70, and was referred to a retina specialist and neuro-ophthalmologist, who verified the optic nerve and retina were healthy, the retina surgeon also took photographs through both lenses and noted differences between the lenses. Patient has a tecnis multifocal lens (tmf) in their other eye with no problems. The doctor thinks there is an issue with the lens optic and is holding it for review before sending it back to the manufacture. He explanted the lens in one piece. Another zkb00 lens was implanted in the same eye as a replacement. Patient had another tmf in the other eye and really liked it so he wanted to replace it with a tmf. No further information was provided.

Manufacturer narrative:
The intraocular lens (iol) was not returned at the manufacturing site for evaluation; therefore product testing could not be performed and the customer's reported complaint could not be confirmed. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The manufacturing process record was evaluated. The product was manufactured and released according to specification. There were no non conformances with respect to the manufacturing process. There are no associated nonconformity reports or deviations. Results of the optical measurement performed at final inspection were reviewed. The in-line optical inspection data shows the lens is within specification in terms of optical power. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was not verified. All pertinent information available to abbott medical optics has been submitted.